Event description:
The customer stated observed smoke coming from the axsym probe arm assembly. The customer had been troubleshooting the axsym analyzer for aspiration errors, and the sample probe had failed to calibrate after troubleshooting. Upon observing smoke, the customer immediately shut down the analyzer. There was no adverse impact to patient management or injury to personnel reported.

Manufacturer narrative:
(B)(4), smoking. (B)(4), no patient involvement. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed smoke coming from the axsym probe arm assembly. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. An abbott field service representative (fsr) found the smoke came from the sampling probe assembly motor or board area it appeared the customer had accidentally not used absorbant tissues and had dropped buffer down onto the sampling probe assembly during the replacement of the sampling probe link tubing. The fsr replaced the sampling probe arm assembly to resolve the issue. Tracking and trending did not identify any adverse trend for issues with smoking sampling probe arm assemblies. Labeling was reviewed and found to be adequate. Based on the available information and this evaluation, no deficiency was identified for the axsym sampling probe arm assembly.